Event description:
The customer reported that during an antibiotic infusion by gravity, they noticed a leak between the maxplus valve and the infusion set. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). The model and catalog number identified is a carefusion product which is the same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.